Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b6; d11; g4; h2; h6. Reported event was confirmed by review of radiographs noting malpositioning of the cup component predisposing the patient to dislocation along with fragments of the screw. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00071. 0001825034 - 2020 - 00076.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as is was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05508.

Event description:
It was reported patient underwent a left hip revision after an unknown amount of time post op due to dislocation and poly wear. The head, liner and cup components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.